Manufacturer narrative:
Eval: fowler.

Event description:
It was reported by service report that the fowler was slowly raising up after it is lowered flat. No pt involvement or adverse consequences are reported.